Event description:
It was reported that the lens was explanted approx five months postoperatively due to asymmetrical lens vaulting. The surgeon attempted to reposition the lens and implant a capsular tension ring (ctr), but was unsuccessful. Another model lens was successfully implanted. According to the surgeon, the current prognosis is excellent and bcdva is 20/30. This event refers to the pt's right eye.

Manufacturer narrative:
The lens has been requested, but has not been received by bausch & lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.